Event description:
The customer stated that the heartstart mrx was failing op check for a shock equipment failure/failed pads. There is no indication of pt involvement.

Manufacturer narrative:
(B)(4)